Event description:
It was reported that customer experienced continuous glucose monitor error and could not continue sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed error did not recur after reset, and successfully started new sensor session, with no further issues reported.